Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that, following an accident, the patient lost therapy. It was found that the lead had high impedance on all contacts. Surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was established.